Event description:
Description from the customer: when setting the temperature to 38 degrees the circuit heats and the hot index led on the power supply was activated. When setting the temperature to 15 degrees the circuit remains on 25,5 degrees (measured on tank). The cool index led on the power supply was lit for a few seconds, then was blinking and finally was deactivated. After 2-3 mins was blinking alternately with the hot led on the power supply." No pt was involved when this issue occurred during priming. (B)(4). (B)(6).

Manufacturer narrative:
A maquet field svc tech investigated the unit and observed a leakage located at one of the copper tubes which was coming out of the compressor. The device has not yet been repaired. A supplemental medwatch will be submitted as soon as add'l info becomes available.